Manufacturer narrative:
On 15-nov-2021, the suspected medical device was returned for evaluation. On 24-nov-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-jan-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two unspecified gel breast implants (left size: 280cc, right size: 350cc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a primary breast augmentation with two 225cc mentor smooth round moderate plus profile prostheses and experienced bilateral deflation postoperatively. The patient woke up and noticed the bilateral deflation on (B)(6) 2021. The patient stated that the left breast appeared to be more deflated than the right breast. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 28-oct-2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with non-mentor breast implants. Manufacturer's reference number: (B)(4).